Event description:
It was reorted that on 11/17/98, a small area of paint from an alm prc light chipped and fell into the surgical field. An alm project specialist met with the hospital on 11/17/98 to inspect the light. Upon inspection, it was noted that the paint had chipped from an area of the system which seemed to have been subjected to continuous impact over time. "A" documents the information from the product manual provided to each customer regarding proper handling of the light system. Further action to prevent furture problems is being pursued with the facility.